Event description:
It was reported that the needle hub was detached. Customer's blood glucose level at the time 255mg/dl. No additional information was provided.

Manufacturer narrative:
Unable to confirm packaging anomaly complaint due to customer did not return original box only sensor and needle hub.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.